Event description:
Two days prior to admission, the pt experienced acute onset of pain while ambulating. The pain intensified and the pt sought medical attention. Radioigical exam revealed that the hardware failed and the screw had migrated into the pelvis endangering the iliac vessels. The pt required emergent surgery for removal of hardware.